Event description:
In 2009, the pt reported that about 2 weeks ago, she was admitted to the hospital with a blood glucose reading of "hi." Her target blood glucose range is 60-140 mg/dl. Symptoms were frequent urination, thirst and not feeling well and she was given an IV insulin drip to correct her reading. She stated her elevated readings are due to air bubbles that appear in the insulin cartridge of her infusion device after several days of use. She is currently on insulin injection therapy. During troubleshooting, she stated she has been using her device since september 2008 and has never changed the adapter or battery cap on the device. She was advised to change the battery cap with every 4th battery change and the adapter every 10th cartridge change. She said she fills her cartridge half way but does not adjust the piston rod. She was advised to adjust the piston rod to 150 units. She said the insulin cartridge, tubing and infusion headset were changed "the day before" she went to the hospital. She stores her insulin at room temperature. The pt did not have a battery for the device so further troubleshooting could be done. The pt requested a replacement infusion device. Complimentary battery caps and adapters were sent to the pt. Product was replaced and requested to be returned for eval.